Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone13.3 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A diabetes educator reported that the patient experienced hyperglycemia following use of a pod that had been activated and subsequently expired. The patient reportedly ran out of pods. Following the hyperglycemia event, the patient sought medical attention on (B)(6) 2026 and was hospitalized. It is alleged that the hyperglycemia was related to the expired pod, as reported by the diabetes educator; however, a direct causal relationship between the device and the event cannot be confirmed based on the available information. Details regarding whether the patient was wearing the pod at the time medical attention was sought, glucose values, duration of hospitalization, discharge date, diagnosis, and treatment provided are unable to be determined, as this information was not provided by the reporter. Follow-up attempts were conducted in accordance with good faith efforts; however, no additional information was obtained. A supplemental report will be submitted if additional information becomes available.